Event description:
The initial reporter stated they received questionable ise results for an unspecified number of patient samples tested on the cobas 6000 c (501) module. The customer provided an example of data from one patient sample that had discrepant sodium electrode, potassium electrode, and chloride electrode results. The customer stated the issue occurred after preventive maintenance was performed on the analyzer. The customer observed that the ise nozzle was not draining and it was overflowing. The patient sample initially resulted in the following values: sodium = 123 mmol/l potassium = 3.67 mmol/l chloride = 90.4 mmol/l. The initial results were questioned as a provider called the laboratory report multiple critical low ise values. The sample was repeated on a second analyzer, resulting in the following values: sodium = 137 mmol/l potassium = 4.32 mmol/l chloride = 104.5 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The sodium electrode lot number was ddy54, with an expiration date of 11-jan-2026. The potassium electrode lot number was emc77, with an expiration date of 06-jul-2026. The chloride electrode lot number was dyw39, with an expiration date of 24-feb-2026. The investigation is ongoing.

Manufacturer narrative:
The patient was reportedly administered 50 ml of a 3 % saline bolus based on the initial values. Reportedly, the patient had no adverse impact from the administered treatment. This medwatch is being reported as an adverse event out of an abundance of caution. Medwatch fields b1, b2, and h1 have been updated. The field service engineer found an issue with the vacuum tubing. The analyzer was repaired by the customer's biomedical team. The investigation determined that the service actions resolved the issue.